Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field-d1, e1 due to character limitation, below field are added from e1- initial reporter- (B)(6). A getinge field service engineer (fse) inspected logs and found no alarms/errors relating to fiber optic issue. Ensured fiber optic receptacle in good working condition and not damaged. Performed fo testing and pumped with trainer and fo sensor without issue. Could not duplicate fo issue.

Event description:
It was reported that prior to use cardiosave intra-aortic balloon pump (iabp) has fiber optic failure. There was no patient involvement.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.